Manufacturer narrative:
Device evaluation: visual analysis of the photographs a device has an opening and the encapsulated yellow / red device is observed. Labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "thick capsular contracture grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "textured to smooth exchange".

Event description:
Healthcare professional reported for left side textured to smooth exchange, rupture and "thick capsular contracture grade unknown". The device has been explanted.